Event description:
The patient underwent a sling a procedure during 2005. Immediately postoperative the pt had weakness in the adductor compartment. Physician consulted with a urogynecologist and neurologist to see if the device should be removed. The conclusion was to not remove the device and though that the weakness was a stretch injury that should resolve on it's own. The pt initially improved. A couple of months later the pt is still weak but ambulating and getting around ok. The physician reports that during the procedure, the pubic symphisis was "hugged". Physician does not believe that he misplaced the device although it was a "little" hard to perforate the urogential diaphragm. Pt recently had an emg and the neurologist reports that the pt has a "fair number" of functional units in the adductor unit.